Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Product was found to be manufactured to design specifications as noted in dimensional analysis. (B)(4) was initiated based on similar complaints of assembly concerns DHR was reviewed and no discrepancies related to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to positioning/alignment during the surgical procedure. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the e1 poly bearing would not snap into the base.